Manufacturer narrative:
We are still waiting for additional information regarding the incident.

Event description:
Catheter breakage confirmed by imaging analysis. The product is not available to send for analysis, as it was discarded after the removal surgery.